Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer reported a bowl leak during the 4th cycle (last cycle). Customer disconnected patient, called hotline for advice on how to open flm door. Centrifuge lid steamed up, centrifuge was clean, drain bag empty. Patient well at all times. Cts advised the customer that no fluids should be returned to patient, as sterility possibly compromised due to leak. Customer discussed this with physician: no fluids returned to patient. Customer did not return kit for investigation.

Manufacturer narrative:
Batch record review: review of lot file b710 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A review of complaints received for lot b710 was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends were detected. No product was returned by the customer for investigation. Therefore, the root cause of the leak could not be determined based solely on the information provided by the customer. Mxp number (B)(4).